Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Further clinical testing could not be conducted as certain assays, in this case hepatitis c, are excluded from bd clinical laboratory protocols. Additionally, clinical testing can not be conducted when the lot number is unknown. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode of erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, an unspecified number of erroneous positive hepatitis c results were obtained. Upon confirmatory testing at a reference lab, negative results were obtained. There was no health impact or consequences reported.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, an unspecified number of erroneous positive hepatitis c results were obtained. Upon confirmatory testing at a reference lab, negative results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes d4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4. Medical device lot#: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.